Event description:
On (B)(6) 2010, mother reported the down button on the infusion device was not functioning properly. Pt had the infusion device with him, and mother could not complete troubleshooting. Pt noticed the down button was defective when he attempted to bolus. He has used this infusion device for 3-4 years. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.